Manufacturer narrative:
Info anticipated; device was not returned for eval.

Event description:
It was reported by the affiliate that during a gastrectomy, the device could not staple on the patient side. Another device was used to complete the case. There were no adverse consequences to the patient.